Event description:
Information was received from a patient representative regarding a patient's external device. It was reported that the patient's recharger was in a weird state. The patient rep said the battery icon and the led lights were quick flashing up and it wouldn't get out of that state no matter what they did. Resetting the device was reviewed with the patient rep. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. Additional information was received from the patient on 2025-jul-18. The patient called back to get help pairing the new recharger with their handset. The patient was guided through the steps and they successfully paired and they were able to charge.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis found no anomalies were visually observed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.